Event description:
An impella cp was inserted via left femoral artery in a 68 year old female for acute myocardial infraction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage a. On day two of support, while in the intensive care unit, it was reported there was bleeding from the cp site and hemostasis was not achieved. The field representative responded that the act was high so heparin was paused and act came down. Manual pressure was also held above site by rn and the bleeding stopped. The device was explanted. The reported bleeding with hemostasis is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support.

Manufacturer narrative:
Updated information: b5 narrative updated. G1 MFR contact fax number added. H6 impact code changed from f12 to f01.

Event description:
Clinical review/rationale: an impella cp was inserted via left femoral artery in a 68 year old female for acute myocardial infraction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage a. On day two of support, while in the intensive care unit, it was reported there was bleeding from the cp site and hemostasis was not achieved. The device was explanted. Bleeding is a known potential adverse event of the impella cp per the instructions for use.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the access site adverse event was use related to anticoagulation management per clinical details that act was high and the bleed stopped after heparin was paused.